Event description:
The customer called stating that segments missing on the display screen of their meter. They indicated that the first number in the hundreds position would com eup in pieces. For example a reading of 130 mg/dl would show up as 30 mg/dl. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been sent.